Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 10 mg/dl. The cause of low bg was unknown; however customer believes it has something to do with their body. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. The customer was released on (B)(6) 2020. Reportedly, customer sustained permanent memory damage, and event contributed to ongoing neuropathy. The customer declined additional troubleshooting with tandem technical support, and to upload pump data for review.